Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated damage during use. The analyst noted that the hybrid guidewire had looped-back on itself at the distal end of the lead, and no further guidewire testing was possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a guidewire became stuck inside the left ventricular (lv) lead when positioning in the coronary sinus branch. The operator believed that the guidewire may have been knotted. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.